Manufacturer narrative:
Facility name continued - (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients tested for so2 on the cobas b123 instrument. The so2 results were being compared between the b123 instrument and a pulse oximeter. The nurse indicated that the results from the pulse oximeter were more plausible and fit the patient's status better. Patient 1 initial so2 result from the b123 instrument was 87.2%. The results from the pulse oximeter were 93% and 94%. On (B)(6) 2015 patient 2 initial so2 result from the b123 instrument was 87.1%. The result from the pulse oximeter was 97%. No adverse event occurred. The reagent pack lot number used for the results on (B)(6) 2015 was 21456183. The expiration date was not provided. The reagent pack lot number used for the results on (B)(6) 2015 was 21456263. The expiration date was not provided. It was noted that at the time of the so2 tests on (B)(6) 2015 there were alarm codes displayed for po2, ph and pco2 parameters.

Manufacturer narrative:
Calibration and quality controls were acceptable. The blood samples for these patients were obtained from the ear. Upon further investigation, the most plausible explanation for the low so2 values (triggered by low po2 values) are pre-analytical issues related to the samples being taken from the earlobe. Samples from the ear lobe contain an ill-defined mixture of capillary, arterial and venous blood and should not be used with po2 blood gas analyzers.